Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of other organs, perforation- other'), intestinal perforation ('bowel perforation') and bladder perforation ('bladder perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pain ("pain- other") and bladder disorder ("bladder/urinary problems- bladder prob"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the perforation, intestinal perforation, bladder perforation, pain and bladder disorder outcome was unknown. The reporter considered bladder disorder, bladder perforation, intestinal perforation, pain and perforation to be related to essure. The reporter commented: discrepant information: discrepancy noted in insertion date: (B)(6) 2017 and (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of other organs, perforation- other'), intestinal perforation ('bowel perforation') and bladder perforation ('bladder perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pain ("pain- other") and bladder disorder ("bladder/urinary problems- bladder prob"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the perforation, intestinal perforation, bladder perforation, pain and bladder disorder outcome was unknown. The reporter considered bladder disorder, bladder perforation, intestinal perforation, pain and perforation to be related to essure. The reporter commented: discrepant information: discrepancy noted in insertion date: (B)(6) 2017 and (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: essure removal done reported. Previously added events: "perforation of other organs, perforation- other", "bowel perforation". "Bladder perforation" made intervention required due to essure removal surgery. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of other organs, perforation- other'), intestinal perforation ('bowel perforation') and bladder perforation ('bladder perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), pain ("pain- other") and bladder disorder ("bladder/urinary problems- bladder prob"). Essure treatment was not changed. At the time of the report, the perforation, intestinal perforation, bladder perforation, pain and bladder disorder outcome was unknown. The reporter considered bladder disorder, bladder perforation, intestinal perforation, pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury replaced with perforation- other. New events added - pain- other, bladder/urinary problems- bladder prob and bowel/bladder perforation. Patient dob added. Reporter information, product indication and insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.